Event description:
The recipient reportedly experiencing decreased performance and partial electrode insertion. The recipient presented with extracochlear electrodes. CT scan revealed most of the electrodes out of the cochlea. Revision surgery is scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section b.3, d.6b, h.6. The recipient was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.